Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the up arrow and down arrow keypad buttons have been intermittently responding and sticking for 2 months. There was reportedly no damage to the keypad; she stated that there were no issues with the audio bolus button, ok button or contrast button. The patient reportedly wore the pump attached to a belt and used a soft cloth with water on it to clean the pump.